Manufacturer narrative:
The consumer may have used the product-off label by wearing the patch while sleeping. Since this is disposable single-use device, the patch is unavailable for eval and analysis. The lot number was also not provided from the reporter and, therefore, we are unable to conduct any sort of trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer's wife reported that her husband used the product on his lower back for eight hours. Upon removal of the product, they noticed irritation and described the area as an open sore from a burn. The consumer did not seek medical intervention. They self-medicated with watkins liniment and covered with a bandage.